Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable 270um laser fiber was used in a nephrolithotomy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga 30 laser console. During the procedure, when they were fragmenting the calculation there was a burning smell coming from the laser fiber connector and it stopped working. There was no burn injury to the user or to the patient. Additionally, the laser fiber has been reprocessed four times. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event.